Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:31:16. During night drain cycle five, the patient's ultrafiltration reading was 374ml, indicating the home patient (hp) drained 374ml more than their maximum programmed fill volume of 600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined. Should additional relevant information become available a supplemental report will be submitted.